Event description:
Patient called in to report service error code after swapping batteries. Customer care tried rebooting by swapping both the batteries but the issue still persists. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.